Event description:
Boston scientific was notified that a stent was easily placed and the procedure was completed. Some time later after procedure, a clot formed around the stent and subsequently did not allow blood to the rest of the brain. The stent remained in the pt. The pt died.